Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a colectomy procedure, the patient experience a 3 day haemostasis defect/hemorrhage. Proctoscopy was done to resolve the issue.